Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of the device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("no coils from the left essure could be identified") and device expulsion ("migration of essure device location of device: uterine cavity") in a 51-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, vestibulitis, right inguinal hernia, vulvodynia, uterine bleeding and polyps. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, 9 years 10 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (removal of right essure coil/d&c, laparoscopic bilateral tubal ligation with falope ring), surgery and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and fatigue was resolving, the device dislocation, device expulsion, headache, dyspareunia and weight increased outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per mr: (B)(6) 2016. Operative findings: no coils from the left essure could be identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan vagina - in 2006: total bilateral occlusion current weight 120 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device dislocation, confirming pelvic pain, vaginal hemorrhage, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: per pfs: reporter information was added. This case concerns 51 year old patient. Her concurrent condition was added. Lab data was amended. Essure insertion date was added. Essure indication was amended. Per mr: event: no coils from the left essure could be identified was added. Per pfs: following events were added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches; migration of essure device location of device: uterine cavity, fatigue, dyspareunia (painful sexual intercourse) and weight gain. She was recovering form the following events: fatigue, migraine and pelvic pain. She had recovered form events: abnormal bleeding and dyspareunia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.